Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain") in a (B)(6) -year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous, twin pregnancy on (B)(6) 2013, miscarriage, gestational diabetes and uterine dilation and curettage (for her 3 miscarriages). Concurrent conditions included nickel sensitivity and mental disorder. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("chronic fatigue/ extreme fatigue"), headache ("headaches"), migraine ("migraines"), feeling abnormal ("brain fog"), dysmenorrhoea ("painful periods with cramps"), skin irritation ("skin irritation"), confusional state ("confusion"), depression ("depression"), joint stiffness ("stiff joints"), arthralgia ("joint pain/ extreme joint pain") and back pain ("lower back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental disorder ("psychiatric and/or psychological conditions"), alopecia ("hair loss"), menorrhagia ("heavy periods"), abdominal distension ("stomach/ sever bloating"), allergy to metals ("allergic to nickel") and treatment noncompliance ("she did not use birth control or contraception after essure insertion"). The patient was treated with surgery (salpingectomy to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, confusional state, depression, joint stiffness, mental disorder, allergy to metals and treatment noncompliance outcome was unknown, the fatigue, headache, feeling abnormal, dysmenorrhoea, skin irritation, alopecia and abdominal distension had resolved and the arthralgia, back pain and menorrhagia had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, back pain, confusional state, depression, dysmenorrhoea, fatigue, feeling abnormal, headache, joint stiffness, menorrhagia, mental disorder, migraine, pelvic pain, skin irritation and treatment noncompliance to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multi gravida, twin pregnancy, recurrent abortion, gestational diabetes, uterine dilation and curettage (for her 3 miscarriages) and uterine dilation and curettage. Concurrent conditions included mental disorder, dysfunctional uterine bleeding, endometrial ablation, itching, ex-smoker, adhesiolysis and endometrial biopsy. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines"), confusional state ("confusion"), depression ("depression"), joint stiffness ("stiff joints") and arthralgia ("joint pain/ extreme joint pain"). In (B)(6) 2015, the patient experienced fatigue ("chronic fatigue/ extreme fatigue"), headache ("ongoing headaches"), feeling abnormal ("brain fog"), dysmenorrhoea ("painful periods with cramps"), skin irritation ("skin irritation"), back pain ("lower back pain") and abdominal distension ("stomach/ sever bloating"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental disorder ("psychiatric and/or psychological conditions"), alopecia ("hair loss"), menorrhagia ("heavy periods"), allergy to metals ("allergic to nickel") and treatment noncompliance ("she did not use birth control or contraception after essure insertion"). The patient was treated with surgery (salpingectomy to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, confusional state, depression, mental disorder, allergy to metals and treatment noncompliance outcome was unknown, the fatigue, headache, feeling abnormal, dysmenorrhoea, skin irritation, alopecia and abdominal distension had resolved and the joint stiffness, arthralgia, back pain and menorrhagia had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, arthralgia, back pain, confusional state, depression, dysmenorrhoea, fatigue, feeling abnormal, headache, joint stiffness, menorrhagia, mental disorder, migraine, pelvic pain, skin irritation and treatment noncompliance to be related to essure. The reporter commented: she did not claim hypersensitivity to nickel or any other component of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- events are nickel allergy, chronic pelvic pain, dyspareunia, dysmenorrhea." Most recent follow-up information incorporated above includes: on (B)(6) 2018: events "she did not undergo essure confirmation test" were reported from pfs. Concomitant and historical condition are added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.